Event description:
Integra padgett dermatome "malfunctioned" and with thickness set and in the process of obtaining grafts from the left anterolateral thigh, the graft was noted to be quite thick and subcutaneous fat could be seen from the harvest site. The donor site was terminated and the donor skin was then placed back into the harvest site and sutured into place.